Event description:
The reporter (the patient's mother) contacted animas on (B)(6) 2012 alleging the patient was admitted to the hospital on (B)(6) 2012 at approximately 7:00 pm with blood glucose (bg) in the 400-500 mg/dl range all that day. The patient was positive for ketones, nausea, vomiting and abdominal cramps. The reporter denied that the patient had any other symptoms of hyperglycemia. The patient was reportedly started on treatment at the hospital of an insulin drip and the insulin pump was removed from the patient. The reporter stated that the patient's site/set had been changed on (B)(6) 2012. The reporter denied any issues with the site or the infusion set; however, she stated that she did not see the condition of the infusion set when the cannula was removed at the hospital. The patient was discharged from the hospital on insulin pump therapy on (B)(6) 2012 with bg in the 200's. The reporter stated that the patient's bg had been between 90-200 mg/dl since returning home from the hospital. The reporter stated that the patient was still experiencing growth, but is unable to confirm the onset of puberty. Review of the insulin pump by customer technical support (cts) revealed the pump's settings were all correct and the pump was delivering insulin correctly and the issue was probably with the site. The reporter confirmed correct use of the advance features and the pump's setting were confirmed to be correct by the patient's health care provider (hcp). The hcp requested that the patient's pump be replaced. This complaint is being reported because the patient experienced hypoglycemia and was hospitalized and treated for the same.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.